Manufacturer narrative:
Upon receipt of additional information, it was confirmed that the femoral head was exchanged during this reoperation to provide better access to the joint space. Therefore, the head served its intended purpose. The product is no longer determined to be part of the reported event and is no longer reportable.

Event description:
It was reported the patient underwent a revision of a right total hip. The patient was revised due to pain post fracture and plating. The patient had extra bone and the revision was performed to help reduce the pain the patient was experiencing. The femoral head was removed and replaced.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number. (B)(4) winterthur.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02055. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision of a right total hip for a replacement head and scrum revision. The patient was revised due to pain post fracture and plating. The patient had extra bone and the revision was performed to help reduce the pain the patient was experiencing.